Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began three weeks prior to contacting lfs. At unspecified dates/times, the patient reportedly obtained blood glucose readings of "212, 223, 98, 170, 198, and 227 mg/dl" with the subject meter. According to the csr's documentation, the patient manages her diabetes with insulin (no adjustments); however, the patient denied taking any action in response to the alleged issue and subsequently, a week and a half later, the patient reportedly developed a symptom of sweating. The patient, however, denied receiving any form of medical intervention after the alleged meter issue occurred. The patient¿s blood glucose reading prior to and/or during the onset of her symptom is not known, it is not clear if the patient correlated her symptom with high or low blood glucose, and it is not specified when the patient's reported symptom abated. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2013 with the following finding: the meter passed testing with no faults found. The primary compliant was not confirmed.

Manufacturer narrative:
Follow-up (5/28/2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.